Event description:
It was reported that during reprocessing the monopolar curved scissors instrument, the orange label at the tip was peeling off. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Visual inspection confirmed the instrument pad printing was removed at the extension tube and distal hub interface. The piece removed measured roughly about 0.52 x 0.32. The rest of the tube extension exhibited small pieces removed. The tube extension was not damaged. The grips displayed no damage. Evidence not conclusive, but the pad printing removed may be due mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.